Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, when the guidewire was unpacked, the surface felt wrinkled. It was not possible to insert the guidewire into an ultratome xl sphincterotome . The tip of the guidewire was detached. The procedure was completed with another jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, when the guidewire was unpacked, the surface felt wrinkled. It was not possible to insert the guidewire into an ultratome xl sphincterotome . The tip of the guidewire was detached. The procedure was completed with another jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination revealed that the pebax tip section exhibits evidence of being present, intact, and properly coated. When hydrated, the coating feels smooth, consistent and lubricious. No anomalies were observed and/or evidence of separation or detachment in this area. The entire length of the teflon sleeve (ptfe jacket) was examined (tactile method). It was noted that ptfe sheath exhibits evidence of being damaged between 12 cm, 18 cm and 24 cm proximal from the distal tip section thereby exposing the core wire. Upon closer examination, the ptfe jacket surface indicates that the coating surface had come into contact and/or rubbed against a heated object dissipating several sections. Except where noted, the specimen appears visually correct, the incident device does not present any indication of manufacturing defect or anomaly. The entire length of the guidewire diameter was measured with a digital micrometer and the guidewire o.d. Was conforming to its specifications. The condition of the returned unit was not consistent with the customer complaint that the tip of the guidewire was detached. The most probable root cause is caused by other device. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. It has been confirmed that the correct device was returned and therefore this event has been deemed a non reportable event based on the investigation results indicating no evidence of separation or detachment of the pebax tip.